Event description:
Healthcare professional reported "intracapsular rupture", "lobulation, folds, and defective appearance", "nodular lesions showing contrast enhancement" and "numerous tiny foci". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.